Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg)

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. Database analysis (db) revealed 3 contacts with high values on the left lead. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. Database analysis (db) revealed 3 contacts with high values on the left lead. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-4316 lot #: 15285193 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. Database analysis (db) revealed 3 contacts with high values on the left lead. The patient will undergo an explant procedure.